Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/13/2023 it was reported by a sales representative via sems-06057053 that an ar-8330h shaver is not clearing out the specimen collected. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event, "on (B)(6) 2023, it was reported by a sales representative via sems-06057053 that an ar-8330h shaver is not clearing out the specimen collected. This was discovered during a procedure with no patient harm. Additional information received 1/12/2024: the issue occurred during a knee procedure. After drilling through the tibial tunnel the shaver suction port became clogged. It was replaced and the case was completed with no patient injury. Note: this was an all-inside approach."

Event description:
Additional information received 1/12/2024: the issue occurred during a knee procedure. After drilling through the tibial tunnel the shaver suction port became clogged. It was replaced and the case was completed with no patient injury. Note: this was an all-inside approach.